Manufacturer narrative:
H3: analysis of the ins, model 97725, s/n (B)(6), revealed no significant anomalies. Analysis of the lead, model 977d260, s/n (B)(6) revealed no significant anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) stating that the healthcare provider (hcp) was not able to determine the cause of the patient's symptoms during their spinal cord stimulator (scs) trial. Rep also notes that this issue was not resolved following the explant of their device. The patient is currently admitted in the hospital. They are still experiencing symptoms of inability to bear weight on their left foot secondary to pain. Patient will be transferred to rehab to continue to monitor by neurology.

Event description:
Patient (pt) noted increased tingling and inability to move left leg or foot following spinal cord stimulation (scs) trial. Pt also had hypersensitivity to the area. Pt has a history of complex regional pain syndrome (crps) and it is believed from physician of possible cause of pt symptoms; however it is not confirmed at this time. Troubleshooting included turning off scs for 10 minutes with no improvements in condition. Doctor made the clinical decision to explant trial lead in recovery room and aborted scs trial. This field clinician has scs trial lead and wireless external neuro stimulator (wens) which will be returned for interrogation. The cause for this is unknown, the patient was admitted to the hospital, and the issue is ongoing.

Manufacturer narrative:
Continuation of d10: product ID 977d260 lot# va35wlv024 implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type screening device section d information references the main component of the system. Other relevant device(s) are: product ID: 977d260, serial/lot #: (B)(6), ubd: 29-jul-2029, UDI#: (B)(4); product ID: 97725, serial/lot #: unknown, ubd: 29-jul-2029. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.